Event description:
A caller reported a heat or electrical problem with a pump and its charging supplies, where the pump became hot to the touch but no temperature alarms were recorded. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and provided new charging supplies as a goodwill gesture. The customer was instructed on how to put the pump into storage mode and to return the faulty pump using a prepaid label. The customer confirmed understanding of these instructions.